Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant the atrial lead dislodged 6 times during the procedure. The lead was not used and a new lead was placed successfully. The patient was stable before during and after the procedure and would continue to be monitored.